Event description:
It was reported that the implant at tooth site # 31 was removed due to bone loss. Loose implant, bone loss. Patient will return for implant replacement.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown/not provided. G4: additional PMA/510(k) number k101880.